Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) on (B) (6) 2009. The pt reported experiencing "halo" affect at night sometimes. The icl remains implanted. Additional info has been requested, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Manufacturer narrative:
Results - (other): per medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore patients who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined.

Event description:
Additional information received - the surgeon reported at the last post-op visit on (B)(6) 2009, the patient seemed pleased and the prognosis is good. The event is ongoing. The patient's va post-op was 20/15.